Manufacturer narrative:
Return requested. Replacement spinous process short clamp shipped to site 01/15/2016. Medtronic investigation of returned suspect clamp finds that both retaining washer/rings had become disconnected from the assembly not allowing the clamp to be opened properly. Mechanical failure. Pieces missing. Engineering evaluation finds that as stated in findings and conclusions, the captive washer on the distal end of the adjustment screw is missing from the instrument. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was placing the short spinous process clamp and the internal washers broke apart. The pieces were recovered. A second instrument, a double spinous process clamp, was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was approximately one minute. There was no impact on patient outcome..